Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak, migration), (disease progression; dilated and angulated neck). Conclusion: (disease progression; dilated and angulated neck).

Event description:
An aneurx bifurcated stent graft was implanted for endovascular treatment of an abdominal aortic aneurysm approx 3 1/2 years ago. The pt presented with another problem and an x-ray was performed therefore; the radiologist notified the physician that the stent graft had migrated. Vessel and aneurysm morphology at the time of implant were not reported. Currently there is disease progression with aortic neck dilatation and the aortic neck is severely angulated. The aortic neck is 25 mm at the renal and 28 mm in diameter 1 cm down. The aneurysm is currently 6.1 cm in diameter. The physician performed a CT which demonstrated that the stent graft has migrated 1 cm on the left side of the aorta and 2.5 cm on the right side of the aorta with a proximal type I endoleak present. The pt's femoral arteries were small in diameter, 5.5 mm on the left and 6 mm in diameter on the right. The talent converter was unable to be advanced to the intended landing zone. The device was removed from the pt. There were no kinks or any other issues with the device. The device was discarded by the user facility. The physician was able to advance and implant a 32x32x49 endurant abdominal aortic cuff however; there was a late unk endoleak, with a 4 seconds delay, possible type ii endoleak. No additional clinical sequelae were reported, the pt is fine. (MFR report #2953200-2011-01566; 2953200-2011-01567).